Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two leads implanted with the same lot number. The patient is no longer receiving stimulation. X-rays were taken and confirmed both leads have migrated. The patient is requesting to have his scs system removed. Surgical intervention may be pending to address the issue.